Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a enlite sugar glucose versus blood glucose issue on the insulin pump. The customer's blood glucose level was 298 mg/dl. The customer was treat by injection. The troubleshooting was performed. The customer stated that she change out infusion set for the cause of high blood glucose level. The customer was advised to call when necessary and also informed her that we will replaced the sensor.